Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and no issues were found. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the EKG/ECG cord for the cardiosave intra-aortic balloon pump (iabp) was not showing up on the monitor. There was no patient involved and no adverse event was reported.